Manufacturer narrative:
A photo of the unit was sent to us and the fabric foundation of the unit was burned by an internal component. We do believe that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit. Although warning labels and instruction booklets warn against sitting or laying on the product, we have a corrective action project (pipe#(B)(4)) underway to make the design more robust.

Event description:
The customer contacted us stating that a burn mark was on the pad.